Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred after the customer's pump was dropped. The customer's blood glucose (bg) levels ranged between 175 mg/dl and 400's mg/dl. Manual injections were administered to address the bg levels. A system check was performed by the customer prior to contacting tandem technical support (cts) and the pump performed as intended. No damage was noted on the cannula. Cts guided the customer through installing a new cartridge. A new cartridge was successfully loaded and no air leak was detected. Reportedly, the customer wears their pump against their skin. During a follow-up, the customer reported receiving an occlusion alarm while disconnected from the pump. The customer reported manual injections were to be used for insulin therapy.